Event description:
A customer reported failed college of american pathologists (cap) survey for intact parathyroid hormone (ipth) on the aia-360 analyzer. Tosoh qa lab passed survey. The analyzer is not down. There was no indication of any patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
A tosoh technical support specialist (tss) assisted the customer with the reported event. The customer mentioned to the tss that it had been over two (2) years since periodic maintenance (pm) was last performed on the analyzer. Tss also suggested that the analyzer be decontaminated and pm performed. The customer requested pm and will call to schedule service at their convenience. A 13-month complaint and service history review for serial number (B)(6) from the date of (B)(6) 2022 through aware date of (B)(6) 2023 was performed for similar complaints. There were no similar complaints identified during the search period. The st intact pth analyte application manual states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack intact pth, the highest concentration of intact parathyroid hormone measurable without dilution is approximately 2,000 pg/ml, and the lowest measurable concentration is 1.0 pg/ml (assay sensitivity). The exact linearity of the st aia-pack intact pth depends on the particular lot of calibrator in use. Although the approximate value of the highest calibrator is 2,200 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 2000 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of goat polyclonal antibodies for diagnosis or therapy may contain human anti-goat antibodies. Such specimens may show falsely elevated values when tested for intact parathyroid hormone. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the reported event is not established. Tosoh recommended the customer schedule a pm and to decontaminate the analyzer.